Event description:
During pci the patient had one unknown lot# endeavor sprint rx drug-eluting stent implanted. Eight days post index pci the patient experienced stent thrombosis which was successfully treated with tvr.

Manufacturer narrative:
(B)(4): (root cause could not be determined), inherent risk of procedure, (stent thrombosis), (B)(4).